Manufacturer narrative:
The customer complaint that the male luer separated from the tubing was confirmed. A picture received from the customer shows the tubing being completely separated from the male luer. The root cause of this failure was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported multiple reports from other nurses with the "same issue" male luer lock separated when disconnecting the tubing. It was reported that the tubing was reported to be in use for less than 96 hrs. The event occurred in the med surgical inpatient bone marrow unit .